Manufacturer narrative:
H3: examination of the device in our laboratory revealed two circular, delaminated disruptions such as would occur with suture abrasion, however, in the absence of the source for these disruptions, the cause was indetemrinable. Additionally, host tissue overgrowth fused the commissure between the right and noncoronary cusps and encroached onto each leaflet, resulting in stenosis of the effective orifice area. Thrombus was noted within each cusp which contributed to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall of each cusp. Histological analysis revealed organizing thrombus with no evidence of infection. The primary cause for dysfunction for this valve was determined to be due to leaflet disruption due to an indeterminable source. H6: 86 = x-ray analysis.

Event description:
This event was reported as unknown. No further info provided.